Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the back cover/handle of the cardiosave intra-aortic balloon pump (iabp) broke and the metal part caved into the console. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to confirm the reported issue. The back handle on the console's cover was starting to cave in and it looks like it was dropped on the handle by the customer. To fix the issue, the fse replaced the console with a new cover, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the back cover/handle of the cardiosave intra-aortic balloon pump (iabp) broke and the metal part caved into the console. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.